Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('prolonged menses/menorrhagia (heavy menstrual bleeding)'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('heavy bleeding/abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included multigravida ((B)(6) 1998, (B)(6) 1999, (B)(6) 2001, (B)(6) 2005, (B)(6) 2008.) And parity 6. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic pain"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse),"), headache ("headaches"), hot flush ("hormonal changes/hormonal changes describe: hot flashes"), nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/dysmennorhea (cramping)"), abdominal pain ("severe abdominal pain"), anxiety ("anxious"), depression ("depressed"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (abaltion and ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, abdominal pain, pelvic pain, migraine, dyspareunia, anxiety, depression, headache, back pain, metrorrhagia, hot flush, nausea, weight increased, fatigue, female sexual dysfunction, vaginal discharge and irritable bowel syndrome outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: several months to a few years subsequent to the implantation of the essure device, she began to experience symptoms. These symptoms continued and caused her to be anxious and depressed. She received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmennorhea (cramping), back pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), headaches, hormonal changes, migraine, nausea, weight gain and fatigue. Current weight (B)(6). Patient's 5th child. (B)(6). Had a birth defect. She was missing half her right limb. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Concerning the injuries reported in this case, the following one was described in patient's medical record- device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Case becomes an incident. New events added: pregnancy, abnormal bleeding (vaginal), apareunia, vaginal discharge, ibs, device ineffective. Previously added event hormonal changes was updated to hormonal changes describe: hot flashes. Concomitant condition, medical history were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.